Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's cannula fell off and she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level. Her highest blood glucose level was 800 mg/dl. Further, the patient was transferred to the intensive care unit. Moreover, the infusion had been used for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.